Event description:
A customer contacted baxter's technical service center reporting solution leaking from the door during therapy on a home choice (hc). The home patient (hp) stated she was done with therapy and went back to the hc to discard everything, the cassette had leaked inside the door. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the leak in the cassette after therapy. The hp stated she has the new hc and is currently using the cycler without problems. There was no patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the cause was not identified because the disposable set was not returned to baxter for evaluation, the lot number was not provided, a baxter employee did not identify the alarm in the event log of a returned device and the user did not verbally provide sufficient information to identify the cause of the alarm. This issue is being investigated through CAPA.